Event description:
Following removal of nephrostomy tube, there was a ringlike foreign body in the renal pelvis which was to be part of the tube. It was removed via flexible urethroscopy 5 days later.